Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, adhesions, recurrence, organ perforation, dyspareunia and vaginal scarring. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2013 due to cystocele, mesh erosion and pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: sui, cystocele, rectocele, enterocele, vaginal vault detachment, pelvic pain, history of chronic pain. Concurrent procedures: anterior/posterior colporrhaphy with enterocele repair, sacrospinous ligament vaginal vault suspension, cystoscopy due to hx of chronic pain, excision of right bulbar fibroepithelial polyp. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.